Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 12.6mm tmicl12.6 15.50/3.0/084 (sphere/cylinder/axis) implantable collamer lens, into the patient's left eye (os) on (B)(6) 2020. There was patient contact (lens touched the eye) with no patient injury. The lens was successfully exchanged with an alternate lens during the initial surgery on (B)(6) 2020. This resolved the problem. Cause of the event is reported as"poor visibility".